Event description:
Medtronic received information from a journal article that a patient implanted with a transcatheter bioprosthetic heart valve exhibited acute congestive heart failure six days after device implant and severe aortic regurgitation after the device was observed to have migrated toward the left ventricular outflow tract six days after implant. It was reported that the initial device implant position was low. A second valve of the same model, one size smaller, was successfully implanted valve-in-valve. Despite the successful intervention, the patient died of a progressive coma that probably was caused by hypoxic cerebral damage. The information was initially obtained from an article that was based on a literature review of 70 articles addressing transcatheter heart valve failure that were published between december 2002 and march 2014.

Manufacturer narrative:
The date of death was not reported in the article; an arbitrary date of the first of the year of the article's public availability has been populated here to facilitate electronic reporting. Medtronic¿s databases were reviewed in an attempt to determine if these this complaint had previously been reported to medtronic, based on the limited information available; there were no indications that the complaint information had previously been provided to medtronic or that the device was returned for analysis. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported clinical events in the article are known potential adverse events for bioprosthetic valves (surgical or transcatheter). Without device-identifying information, a review of device history manufacturing and sterilization records could not be performed. A mechanism of failure could not be determined due to the limited amount of information available.